Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the day of the onset of peritonitis, the patient was hospitalized for the peritonitis. The patient was treated with injection of reflin 1g daily (once intraperitoneally) and injection of fortum 1g daily (once intraperitoneally) for the peritonitis. The outcome of the event was unknown. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.